Manufacturer narrative:
(B)(4). Additional information: concomitant medical products . It was received for analysis ten unopened samples of product code jv453, lot ml8cjgr0. During the visual inspection of the unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures it was examined trough the strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture ¿ post op was observed, and the tested sample meet the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-80454 and 2210968-2019-80332. Analysis results have been included in follow-up reports for each.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a cat underwent an ovariectomy and suture was used. The surgeon used suture to perform ovarian pedicle ligatures, muscular wall sutures, subcutaneous sutures and cutaneous sutures. No bandage covers the wound. Greater than 3 days later, the suture broke.